Event description:
I was diagnosed as type 1 diabetic on tuesday (B)(6) 2025. My doctors are amazing and took great care of me. I am only 19 and I don't know anything. They prescribed me the freestyle libre 3 plus continuous glucose monitor. I began using it on friday, (B)(6). Yesterday, I noticed that it was showing very low blood sugar. It went all the way down to 65. But when I checked my level with a finger stick, the readout came back as 113. It happens again today, but with a lot bigger falls and jumps. I was at 200 early this morning, then it dropped to normal range of 113. Then the next moment it had fallen to 70 then down to 68. I called my dad since this was the same thing we had seen yesterday. When I told him what happened, he asked me what my level was at that moment. It was down to 65. He told me to go do a finger check, and as I was preparing to do that, my sugar from the cgm rose up to 78. At that moment, my cgm stopped completely and gave me "error" message. That message stayed for about 5 minutes even with me restarting the app several times. I checked my finger level at that time and my sugar was 138. Just a moment later the cgm came back online and gave a reading of 60. This is scaring me, so I reached out to my doctors who have my cgm connected to their office. They told me that some of the libre sensors were faulty and to reach out to see if mine was one. I checked the serial number, and it says mine is okay, but it is clearly not. I'm only 19. I live alone at college with no family close. I am scared, and I am just learning how to handle this. I need a device I can count on to be right. Please help.